Event description:
The physician was treating a stenosis in the left subclavian artery. At the time of inserting the scuba device through the sheath mild resistance/ friction was encountered. When the stent was placed at the lesion the physician noted that the stent did not conform with the marker on the balloon. The device was removed and a second scuba device was inserted however, it was reported that the same resistance occurred. After the second device was removed, a new sheath was used however when a third scuba was advanced it was noted that the stent did not line up with the marker on the balloon. The procedure was completed using another sheath and a fourth scuba device. No stent dislodged in the patient. No clinical sequelae were reported. Device evaluation: the device was returned for evaluation. No other abnormalities were detected on the shaft. The stent was positioned on the balloon but had moved distally and was placed over the distal marker. Heat mark and crimp settings were evident on the balloon surface. Cine image review a cd with the angio images of the procedure were received, but no images were saved regarding the advancement of retraction of the three devices.

Manufacturer narrative:
Results: used in subclavian artery. Conclusion: used in subclavian artery.

Manufacturer narrative:
(B)(4). Results: used in subclavian artery. Pressure applied to device prior to placement at lesion. Conclusion: pressure applied to device. IFU not adhered to.